Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Account alleges that the pc drain was unable to enter the pericardium during the emergent effusion event. A stiffer dilator was opened and used. The drain was then successfully inserted and used. Patient was not hemodynamically stable at the time.

Manufacturer narrative:
The device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned to the manufacturer at a later date, the investigation will be reopened.